Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported migration could not be conclusively determined. The amplatzer vascular plug ii is not indicated for this use.

Event description:
After a successful placement of one mitraclip with an mr reduction from 4+ - 2, the decision was made to use a 12 mm amplatzer plug ii (avpii) for a residual jet that remained. The avpii was placed successfully and the patient was moved from the procedure table. The patient became symptomatic and was placed back on the procedure table and it was observed that the avpii had dislodged from where it was placed and had migrated into the aorta. Mr was again 4+. The avpii was able to be snared successfully. The decision was then made to place a second mitraclip which successfully reduced the mr from 4+ to 1. The patient was reported to be stable.